Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to inspect and clean the pump and attempt to reload the cartridge, but these efforts were unsuccessful. The issue was escalated, and a one-time replacement pump and cartridges were approved due to the recurring problem. Customer agreed to use manual daily injections as a backup insulin therapy and understood the instructions for returning the problematic pump to tandem, including putting it into storage mode, returning it within 10 days, and programming settings into the replacement. A replacement pump was sent to the customer.